Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump also passed displacement test, rewind and basic occlusion test. The insulin pump has minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported the customer was having problem with the insulin pump. The insulin pump had alarmed motor error. Two alarms were noted on the device.